Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported, that the patient with this cardiac resynchronization therapy defibrillator (crt-d). Suspected that the device might have gone off. Boston scientific technical services (ts) recommended, patient to contact healthcare facility for device check. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) suspected that the device might have gone off. Boston scientific technical services (ts) recommended patient to contact healthcare facility for device check. The device remains in service. No adverse patient effects were reported. Additional information from the field indicates that the device was checked in the facility and did not go off. No plans or actions were required and the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This report no longer qualifies as a reportable complaint as additional information from the field indicates no device anomaly hence, confirming that there is no evidence of malfunction.